Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's outflow graft narrowing due to clot in-between bend relief and outflow was seen on the CT on (B)(6) 2021. Pump inflow was parallel to the septum. Outflow graft narrowing within the portion covered by the bend relief by thrombus which is either between the bend relief and the graft causing external compression or within the graft itself causing moderate outflow stenosis. The outflow and anastomosis to the ascending thoracic aorta was otherwise widely patent. Proximal driveline adjacent to the device has mild surrounding soft tissue thickening and fat stranding but is otherwise unremarkable with note the distal end is not entirely included within the field-of-view.

Event description:
The patient was asymptomatic at the time of this event.

Manufacturer narrative:
Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from (B)(6), 2022. This issue is documented in helpticket (B)(4). The initial submission attempt was performed on (B)(6) 2022. Manufacturer's investigation conclusion a direct correlation between the reported outflow graft (ofg) obstruction and (B)(6) could not conclusively be determined through this evaluation as no images were submitted and the product was not returned for evaluation. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. The obstruction progressed, and further CT images were taken on (B)(6) 2022 which are reviewed under MFR# 2916596-2022-10834. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.